Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a blank screen during delivery. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported blank display, which was reproduced during evaluation. The cause was determined to be a failing liquid crystal display. The liquid crystal display was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.